Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib function and failed self-test for pacer function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Evaluation results: the device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the disconnected ribbon cable at the connector of the processor/bridge/pacer board. The ribbon cable will be reseated to resolve the report. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.